Event description:
It was reported, during a follow-up x-ray, surgeon reported that what appears to be a securfit plus distal tip trial sitting inferiorly to the implanted stem. It appears this tip had been left in the canal somehow becoming unattached from the distal end of the broach.